Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID ne u_refill kit_acc, lot # unknown, product type accessory. (B)(4).

Event description:
Additional information received reported the expected volume had been 19cc and 19cc was removed with the 2nd needle. The device manufacturer representative couldn¿t say for certain where the yellow fluid came from but it was noted ¿I have to strongly think it came from the pocket, as the 19cc of fluid that came out with the 2nd needle was clear¿.

Event description:
It was reported that the healthcare provider (hcp) had difficulty finding the fill port. At that time, they also aspirated approximately 5cc of ¿very yellow fluid.¿ the expected residual volume (erv) was 19cc of morphine 10mg/ml. This fluid was suspect; therefore, the patient was brought to the operating room (or) and placed under fluoroscopy to verify the refill port and needle placement. The volume discrepancy was also reported as the erv was 20ml, and the actual residual volume (arv) was approximately 9ml. After accessing the port, aspiration was reportedly very difficult and the hcp still could not draw back much fluid; it was reportedly just dripping; however, the liquid was clear. A new needle was used and this solved the problem, and they obtained the expected volume back. It was additionally noted that the pump was not flipped, the needle was the problem. The pump was refilled, and the needle was the issue causing the refill difficulty. A new kit had been used and ¿all was fine.¿ the reservoir was also verified by comparing it to the pictures. The pump was being used to deliver morphine. Further follow-up is being conducted to obtain clarification of volume discrepancies and verifcation of the yellow fluid that was aspirated. If additional information is received, a follow-up report will be sent.